Event description:
The manufacturer received information alleging a patient was hospitalized for low blood oxygen saturation while using an evergo oxygen concentrator. There was no report of permanent harm or injury to the patient.

Manufacturer narrative:
The connector was returned to the manufacturer for evaluation. The device passed all phases of testing and was found to operate and alarm as designed. The oxygen concentration being produced by the device was found to be within specification. The manufacturer concludes the device operates as designed. The patient's medical condition (chronic obstructive pulmonary disease and congestive heart failure) appears to have been the cause of the hospitalization for low blood oxygen saturation.